Manufacturer narrative:
Block b3: exact date unknown, approximate based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The current location of the replaced device is unknown. Additional information has been requested; and will be provided as it becomes available.